Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08650 inches. No cosmetic damage noted.

Event description:
The customer called to report low and high blood glucose levels. The customer's blood glucose levels ranged from 40 to 330 mg/dl. Customer declined troubleshooting and requested that the insulin pump be replaced. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Information provided was incorrect with the initial report. The correct information has been provided with this report.